Event description:
It was reported that a member of the staff injured their shoulder when they pressed down on the siderail while engaging the brakes and the siderail collapsed. Additional injury details have not been provided at this time. No patient was alleged to have been injured.

Manufacturer narrative:
The completed investigation identified that this was a minor injury rather than a serious one. The b5 summary and section h codes have been updated to reflect the findings of the completed investigation.

Event description:
It was reported by the customer that a staff member suffered an alleged shoulder injury when trying to engage the steer function and pushing down on a siderail leading to a siderail collapse on the s3 bed. No injuries have occurred since, and no defect was alleged with the unit related to this event. The staff member applied ice to the injured shoulder but did not miss any time from work or require medical attention. The injury was described as a strain. The alleged siderail sudden collapse was likely not due to any component level malfunction with the unit, but was likely due to user error. This issue was resolved for the customer by providing further training on how to properly engage the steer function.